Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic nissen fundoplication procedure, the device's thread broke off and the needle fell off the suture. Graspers were used to retrieve needle from the patient cavity. There were two incidents related to the same suture. First, when tying the suture during the plication, the suture broke. The knot was undone and the same suture and needle were used to resew the plication. Second, when removing the suture and needle from the patient, the pa grabbed the suture with a grasper to remove the suture and needle. When the grasper was removed from the patient it was observed that the needle had fallen off the suture. The amount of suture material was not much and when she tried to remove it, the suture separated from the swedge of the needle sending the needle back into the abdominal cavity. The needle was then located via the camera inside the patient and the pa grabbed the needle with graspers and removed the needle. There was no patient injury.